Event description:
Bilateral patient.patient suffered pain, mobility issues, narcosis (sp), injured by excessive levels of chromium and cobalt. One hip has been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.